Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2024. Upon review, it was noted that the pacemaker (pm), right atrial (ra) lead and the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. The rv lead was reprogrammed. The patient was in stable condition. The patient then presented for an in-clinic follow-up on (B)(6) 2024. The rv, ra and pm were explanted and replaced. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.